Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm as well as insulin pump was not working properly. The customer¿s blood glucose was 171 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.